Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, fold creases, a deformation, wear abrasion, and brown particles on the shell. A cloudy color in the gel was observed after the autoclave cycle. Based on the device analysis, the final assessment is no openings observed on the device.

Event description:
Patient reported left side "rupture", "pain", "breast bigger than the other" and "hard as a rock". Healthcare professional noted scattered benign simple cysts, fluid outside and inside of the breast implants, loss of volume and has an undulating contour. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture", "pain", "breast bigger than the other" and "hard as a rock". Healthcare professional noted scattered benign simple cysts, fluid outside and inside of the breast implants, loss of volume and has an undulating contour. The device remains implanted.